Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, component analysis determined the foreign matter contained silicic acid, but the origin could not be determined. Olympus confirmed there was no deviation from the instructions for use (IFU) in reprocessing steps for the area foreign material remained. However, due to silicic acid found in groundwater, it is likely that the endoscope was insufficiently wiped before storage. However, a definitive root cause cannot be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: - gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. - gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the control section has foreign objects, insertion tube meandering and the operation part angle has a play. Insertion part bent tube angle insufficient, tip lighting lens adhesive peeled off, insertion section curved rubber adhesive section chipped and the insert part curved rubber adhesive was cloudy. The insertion part soft tube was scratched, and the connector section had discoloration. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited: nozzle and control section had foreign object. There were no reports of patient involvement.